Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. It was reported the patient was "rushed" to the emergency room due to peritonitis and was subsequently hospitalized. It was reported that the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the patient was recovered from peritonitis prior to death or if pd therapy was ongoing prior to and at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.